Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reported that 2 weeks ago they have experienced a loss of therapy; their back is "waking up" and is starting to feel pain. They have 2 leads and has to increase the stim on one to 7 and the other to 5, the patient stated that their device is showing eri .the patient further reported that they had some difficulty charging the device since the eri code. Poor telemetry with recharging was noted and the patient states that maybe on the fourth try she was finally able to go back to the home screen and recharge the ins. Steps to bypass the eri on the recharger was reviewed. It was noted that the eri code continues to come up. The patient was instructed to follow up with their health care provider to discuss when a replacement surgery would take place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.